Event description:
Reference number (B)(4). Event occured in the united states. It was reported that the patient went to the emergency room and was subsequently hospitalized due to an infusion set kinked cannula event. The patient presented to the hospital on (B)(6) 2025, with a high blood glucose level of 345 mg/dl. The event occurred within three or more hours after insertion, and the site of insertion was the upper buttocks. The infusion set had been in use for 16 hours. The patient typically manages their condition with multiple daily injections to treat high blood glucose levels. During hospitalization, the patient received treatment with intravenous fluids, saline, and insulin. The patient was discharged from the hospital on (B)(6) 2025. Company do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information available.